Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for routine evaluation and stated that their implantable cardioverter defibrillator (ICD) had been beeping for over a year. Upon interrogation it was revealed that the device experienced a power on reset (por) last year and the device is now at elective replacement indicator (eri). A programming intervention was completed to reset the por. The device currently remains in use until the physician and patient decide on replacement plan. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).